Event description:
It was reported that the patient presented to clinic after receiving a vibratory alert. Upon interrogation of the device, egms for non-sustained lead noise due to post paced t wave oversensing, was observed. Programming changes were made. The patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.